Event description:
It was reported "we have a 16cm 18g arterial line that would not go over a wire. The catheter appears compressed. We have had a couple of them now, unfortunately it was again in an emergent situation." It was stated "the patient was in a critical state and was crashing when arterial catheter placement was attempted. The arterial catheter did not impact the patient's decline in status." The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4) the customer returned one catheter for analysis. Definite signs of use were observed. Visual inspection revealed that the catheter was kinked/flattened towards the distal end. The overall length of the catheter measured 5.94488", which is within the specification limits of 5 13/16" - 6 3/16" per the catheter product drawing. The outer diameter of the undamaged portion of the catheter measured 0.0579" , which is within the specification limits of 0.055" - 0.059" per the catheter extrusion graphic. The outer diameter of the damaged portion of the catheter measured 0.0272", which is not within the specification limits of 0.055" - 0.059" per the catheter extrusion graphic. A lab inventory guidewire was advanced through the catheter and major resistance was experienced at the location of the kink. Despite the resistance, the guidewire was able to pass through the catheter entirely. Performed per IFU statement, "thread tip of catheter over guidewire." Packaging engineering was previously contacted regarding complaints of this nature to determine if the damage could be related to the packaging design or component placement. It was noted that there is an inherent risk that could cause the catheter to become kinked during storage/shipping. The catheter could become kinked if the kit was upside down and the catheter came out of its intended compartment and became wedged between the small flat tray and the edge of the inner tray or got damaged by other components. To mitigate this issue, corrections were previously released which updated the bill of materials (bom) for ask-04018-upm to include an extrusion guard designed to protect the catheter from damage. However, since the kit was not returned in its entirety, and the defect was identified during the insertion process, it cannot be determined whether the damage was packaging related or if it occurred during clinical use. The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual and functional inspections revealed one kink/flattened portion towards the distal end of the catheter body. Despite this, the catheter met all relevant dimensional inspection. Packaging engineering was previously contacted regarding complaints of this nature to determine if the damage could be related to the packaging design or component placement. It was noted that there is an inherent risk that could cause the catheter to become kinked during storage/shipping. The catheter could become kinked if the kit was upside down and the catheter came out of its intended compartment and became wedged between the small flat tray and the edge of the inner tray or got damaged by other components. However, since the kit was not returned in its entirety for investigation, and the defect was identified during the insertion process, it cannot be determined whether the damage was packaging related or if it occurred during clinical use. Based on these circumstances, the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "we have a 16cm 18g arterial line that would not go over a wire. The catheter appears compressed. We have had a couple of them now, unfortunately it was again in an emergent situation." It was stated "the patient was in a critical state and was crashing when arterial catheter placement was attempted. The arterial catheter did not impact the patient's decline in status." The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4).